Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned and analyzed. The distal end/electrode was damaged, pulled/stretched/overstressed, the distal end was covered with blood and it was visually noted that the lead was damaged at implant.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead was tested and the parameters were "bad". The physician tried to pull the lead back, but it was "stuck". After many attempts, the lead was removed and it was found to be damaged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.